Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿aug 2021" through ¿nov 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67)the device was returned to the factory for evaluation on 11/23/2021. An investigation was conducted on 12/06/2021. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the harvesting device jaws. There were no visual defects observed on the jaws or the heater wire. The gray silicone insulation was observed to be intact, no visual defects were observed. The c-ring on the cannula was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID (B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were sticking inside the device. It was very difficult for the harvester to slide the jaws out when he wanted to take a break and he was worried that the struggle would cause the jaws to extend too forcefully and potentially puncture the branch or the conduit. The harvester opened a new kit to complete the case. There were no patient side effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.